Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited t-wave oversensing (twos) post pace on several cycles after a sensing test was ended. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported though follow-up obtained from the clinic that the patient¿s rv lead was reprogrammed and remains in use.